Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2024 . The site of insertion was at upper buttocks. The event occured within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.